Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that during the index procedure the wire passed through the existing triple lumen catheter in the right groin. And a 9 french sheath was then placed over that guide wire and a venogram was fired showing the renal off take clearly at l 1. After this had been done, the dilator from the greenfield filter was placed over the existing teflon wire, and once again the position was ascertained, and the dilator was also removed. The greenfield filter was introduced and under direct vision, it was deployed at approximately the bottom of l2/l3 interspace. After confirming the position of this, the wire and catheter were withdrawn under direct vision, and pressure was held for eight minutes, and a single stitch of silk was placed in the groin with a dressing and tegaderm. The patient tolerated the procedure well. The procedure was completed and the patient was in stable condition. On (B)(6) 2017 a CT of the abdomen was performed. It was observed that greenfield filter is in position and lies in the mid inferior vena cava and below the level of the renal veins. The peripheral proximal prongs of the greenfield filter extended beyond the lumen of the vessel. There was no collection or fluid surrounding the inferior vena cava.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2002. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.